Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr triple lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue on the returned sample. A longitudinal split was observed just distal to the 3 cm depth marker. Evidence of kinking was observed near the 2 cm depth marker. Each lumen of the sample was flushed with a 12 ml syringe of water and all three lumens were found to be patent to infusion. During infusion, the leak was found to be within the white lumen. A microscopic observation revealed the edges of the split were straight and appear to have been slightly overextended, likely due to ballooning of the catheter tubing. The fracture surfaces were observed to be mostly smooth and granular in texture, which is typical of tearing failure modes. The shape, location, and physical characteristics of the observed split listed above are suggestive of a burst caused by over-pressurization of the catheter. The product IFU states: ¿do not use a syringe smaller than 10 ml to flush and confirm patency¿ and ¿use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the skin near the puncture site was swollen. Therefore, the catheter was checked and a leakage was found from a crack near the 3 cm marker under the skin. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the skin near the puncture site was swollen. Therefore, the catheter was checked and a leakage was found from a crack near the 3 cm marker under the skin. There was no reported patient injury.